Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient lost weight, causing the ipg to feel uncomfortable. Surgical intervention was undertaken on (B)(6) 2022 during which the ipg was explanted, replaced and relocated. Issue resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.